Event description:
During service of the device, the customer reported to the manufacturers field service engineer (fse) that the device had shutdown but they did not know when it occurred. There was no patient harm reported. Review of the device diagnostic history noted a prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The fse was unable to duplicate the reported problem. Applicable final testing was performed per operating specifications and passed.